Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu2031 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "powerglide needle came off with catheter and when placed inside the patient the needle was still in the catheter while residing in the vein." Additional information received 10/06/2021 "the patient¿s vasculature was assessed for line placement. The left basilic vein was successfully cannulated. The guidewire and the catheter were inserted without resistance. Unfortunately, the needle did not retract in to the device as designed (there was a safety failure). The rn was able to remove the needle from the catheter without dislodging the line or causing any harm to the patient."

Event description:
It was reported "powerglide needle came off with catheter and when placed inside the patient the needle was still in the catheter while residing in the vein." Additional information received (B)(6) 2021 "the patient¿s vasculature was assessed for line placement. The left basilic vein was successfully cannulated. The guidewire and the catheter were inserted without resistance. Unfortunately, the needle did not retract in to the device as designed (there was a safety failure). The rn was able to remove the needle from the catheter without dislodging the line or causing any harm to the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle becoming detached from the powerglide housing assembly was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. Usage residues were observed throughout the sample. The catheter had been advanced and was not returned for evaluation. The catheter had been disengaged from the safety and the safety was not in place over the needle tip. The needle was completely removed from the housing. The housing segments were attached. The guidewire was fully advanced and was intact. Microscopic inspection of the needle revealed mechanical damage along the proximal edge of the bevel. Inspection of the guidewire revealed bends/kinks within the coil region. The assembled state of the housing suggested that the housing segments were reassembled following needle detachment. The needle bevel damage and guidewire deformation were consistent with initial insertion against resistance, followed by guidewire retraction against the needle. These observations suggested that device handling may have contributed to the needle detachment; however, it could not be determined if any additional unidentified factors, such as initial device assembly, may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.